Event description:
This report is based on information provided by a philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl+ defibrillator indicating that the device failed a self-test as a result of a power failure detection. The event was outside of use and there was no reported patient nor user harm. Available details indicate that the device failed the self-test as a result of a power failure. Per source notes, the customer reported that following the power failure, the device powered off and restarted normally with no further noted issues. The customer was advised to check the battery status and replace if necessary. The device remains at the customer site. Based on the information available and as troubleshooting was not completed for the device, the reported issue could not be verified and a cause could not be established. The reported problem was not confirmed. The device was operating per specifications and no failure was identified or confirmed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
H3 other text : remote support provided.